Event description:
The customer reported that the insulin pump alarmed no delivery during basal. Troubleshooting was performed. The blood glucose reading at time of call was 156 mg/dl. The time and date on the insulin pump were correct. Ran a fixed prime test and the test passed. The customer stated that the cannula was bent. The customer stated that he was in the emergency room and his blood glucose reading was 395 mg/dl. The customer stated that he attempted to bolus with a new infusion set, but the insulin pump alarmed again no delivery. Instructed customer to change the infusion set and run a fixed prime test. The insulin pump passed the test successfully. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.